Event description:
Revised a left triathlon cs tibial insert. The patella was not originally resurfaced. The main cause for the surgery was to resurface the patella due to pain, and while in there, decided to replace the tibial insert from a 5x9 to a 5x11. No allegations against the implant made.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.